Manufacturer narrative:
Investigation summary: five 1ml syringes in fully sealed blister packs confirmed to be from batch #8038782 (p/n 309659) were received and evaluated. It was observed that all samples contained small black embedded foreign matter particles. They appear to be burnt plastic and are equal to level 1 in size, which is acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that syringe 1ml ls 200 s/c have black marks on inside and outside of the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 200 s/c have black marks on inside and outside of the barrel.